Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of inflammation/irritation, exposure, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation, wound dehiscence, and exposure.

Event description:
Patient reported right side pain, inflammatory process, rupture, "the scar became whitish, posteriorly, the scar opened, and silicone gel is dripping out of the skin." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, or corrected data: b.3, b.5, d.7, g.3, h.6.

Event description:
The device has been explanted.